Event description:
Patient was initiated on hemodialysis per physician orders, when blood reached dialyzer, frank blood noted in arterial hanson and blood leak detector alarmed on machine. Treatment was discontinued immediately, blood was not reinfused, and renal attending was notified.